Event description:
The customer reported a ventilator that displayed an orange count down screen during diagnostic mode, then restarted. No patient involvement.

Manufacturer narrative:
The main board cpu printed circuit board assembly and the on/off switch were returned to the manufacturer's failure investigation lab for evaluation. The manufacturer's technician could not confirm the reported problem. The manufacturer's technician determined ran three series of tests, and in each, the test ventilator with the component passed testing and performed within specifications. No failures were observed, and the ventilator delivered breaths. The on/off switch was testing and no failures were found. No root cause could be identified, as no failures were identified with the returned parts.